Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawers were popping out the entire stock of controlled substances; when removing controls, the anesthesiologists reported that the mini drawers were opening the entire row of medication instead of one at a time. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) advised the customer to reboot the station, ensure that the mini drawer was configured in multi-dose or single-dose mode (not matrix mode) and loaded correctly with empty pockets positioned at the front, and to test the affected sub-drawers individually. No response received from the customer and the case was closed.